Manufacturer narrative:
Concomitant medical products: mdt-crt-p, implant date: unknown, mdt-lead, implant date: unknown, mdt-lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also noted that there was faulty pacing lead function. The cardiac resynchronization therapy pacemaker (crt-p), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.